Event description:
It was reported that the system displayed an overload fault error message. This error may result in a system shutdown. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Various repairs were completed. The system was then found to be operating as intended.